Event description:
A patient reported being injected with radiesse dermal filler along and above the orbital bone resulting in large red bags under each eye. The patient returned to the physician who was instructed to inject the area with a product to dissolve the other fillers. The patient was injected and developed a severe sinus infection and nose bleeds which have persisted over the last year. The patient later went to a plastic surgeon who stated, the product should not be injected in this area as it is permanent and will not be absorbed by the body. The plastic surgeon indicated to the patient that the entire area of product needs to be removed, the bone filed down and the skin deformity cut and lifted. The patient feels she is losing her vision and the product needs to be removed. The plastic surgeon informed the patient that the product should only be used on cancer/hiv patients who suffer bone loss.

Manufacturer narrative:
This event had not been previously reported to merz aesthetics by the physician or the patient. Merz aesthetics awareness date was (B)(4) 2011 when a copy of the voluntary report was received ((B)(4)). No follow-up or investigation was able to be conducted since no physician or patient information was provided in the report.